Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2005, and no other similar event has been reported, neither concerning trend has been identified. Review of gas blender instructions for use confirmed that settings were inside the operating range of the device. Based on the review of similar complaints and the collected information, the most likely root cause of the reported issue was assigned to a defective gas blender internal component, probably induced by the wear/aging of the parts. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that an electronic gas blender with a set flow of 4.5 liters and fio2 of 95%, gave an output flow that fluctuated between 4.1 and 4.6 liters. In addition, sometimes it went into acoustic alarm. The issue occurred in priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in (B)(6), germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
D.1: the correct brand name is s3 gas blender. Relevant field has been updated. D.4: the correct catalog number is 25-40-00. Relevant field has been updated. H.11: the s3 gas blender was returned to the manufacturer for investigation. This specific gas blender product was discontinued in 2018. Service or replacement parts are no longer provided. The unit cannot be repaired. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.